Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and confirmed the door alignment was off, causing the door to bind when opening or closing. The door alignment was adjusted and the lower inner gantry cover was replaced do to cracking around the screws. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a procedure, the imaging system was having issues opening and closing due to cover damage. It was still possible to open, close, and rotate the gantry. It was reported that the door would not close intermittently because the broken cover would get in the way. The broken pieces were removed until the parts could be replaced. No patient was present when this issue was identified.